Event description:
It was reported that a user of the ilet experienced hyperglycemia at 248 mg/dl while using a teflon infusion set, received phone support for a supply change, and returned to target range shortly after the change. Symptoms included elevated blood glucose without associated clinical symptoms. Outcomes included no alerts or alarms, no medical intervention, and resolution after troubleshooting. Investigation included user education and troubleshooting performed remotely with monitoring of subsequent glucose data. Investigation of this case revealed no device malfunction or alarm activity and suggested the hyperglycemia resolved after replacing consumables, indicating a transient, undetermined cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear and not attributable to a confirmed device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.